Manufacturer narrative:
The date of the event onset was reported as ¿about one week ago¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for the event; however, the patient did see their physician. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. It was not reported if dianeal and extraneal therapies remained ongoing. The cause of the event and the patient¿s recovery status were not reported. No additional information is available.